Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen. Review of the pump history revealed a loss of prime alarm associated with zero force. No loss of prime alarms were duplicated during evaluation.

Event description:
Evaluation revealed a misaligned display screen. Review of the pump history revealed a loss of prime alarm associated with zero force.